Event description:
Reporter alleged the customer received a result of 52 mg/dl on the advantage system compared back to back with a result of 68 mg/dl on an professional system when testing was performed within 10 minutes. Reporter stated that the customer was treated with orange juice prior to the 52 mg/dl result and she was given more orange juice, peanut butter and a bowl of oatmeal with banana in it after the 68 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the customer ran out of the strips, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.